Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 42 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the patient felt dizzy. According to the patient they stated that they believe the pod overdelivered insulin to them because the insulin reservoir volume seemed to go down quicker than expected. The patient was treated with IV (intravenous) dextrose. The patient was released three days later. The pod was worn when seeking medical attention.